Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
The incident report from the customer contained the following information: "it is about an incident occurred during the use of victory 18 guidewire at the polymer end and having a hydrophilic coating. During a procedure, the guidewire got broken to the end. Recurrent incident on the lot (statements no (B)(4)) and quarantined inventor. Patient complications: no information available. Anatomy location: unknown. When was the problem noticed: no information available. First time unit was used: yes. Treatment or diagnosis: no information available. Re-sterilized? (Reprocessed): no. Where did problem occur: no information available."

Manufacturer narrative:
The complaint incident contained information that the victory guidewire became fractured during the procedure. There is no more information provided in this report. The fluoroscopy images were not provided for review and the customer has not provided answers to the additional questions asked by lake region medical so the issue cannot be fully investigate. The customer returned the device for investigation. The distal end of the fractured guidewire was not provided for investigation. The sem analysis was performed on the proximal end of the fractured guidewire. Upon this analysis it was found that the fracture surface is typical of a ductile fracture. In ductile fracture, extensive plastic deformation (necking) takes place before fracture. The micrograph of the fractured surface was observed to be typical of a ductile fracture, given the presence of micro-voids. When there is a sufficient quantity of these on the surface they coalesce to cause the surface to tear and ultimately fail. This fracture was due to the critical level of torsional loading being exceeded. Torsional loading is identified by the swirling effect in the voids and their shape being elliptical rather than equiaxed as it was presented on the surface of the fractured guidewire. Excessive torsional loading may occur if/when the guidewire gets stuck in an occlusion and the physician rotates it without realising that the distal tip is stuck. It was also noted that the microvoids are not centred symmetrically on the fracture surface, so failure may have initiated from a particular section of the wire, perhaps due to the wire being stuck and then bent in one direction. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. There was no information on the results of the procedure and the condition of the patient provided in the incident report. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. The failure mode of this guidewire fracture is the critical level of torsional loading being exceeded during the procedure.

Event description:
The incident report from the customer contained the following information: "it is about an incident occurred during the use of victory 18 guidewire at the polymer end and having a hydrophilic coating. During a procedure, the guidewire got broken to the end. Recurrent incident on the lot (statements no 5453 and no 5461) and quarantined inventor. Patient complications: no information available. Anatomy location: unknown. When was the problem noticed: no information available. First time unit was used: yes. Treatment or diagnosis: no information available. Re-sterilized? (Reprocessed): no. Where did problem occur: no information available."